Manufacturer narrative:
This report is for four (1) unknown 2.7 mm locking screws. Part and lot numbers are unknown. Without the specific part number and lot number, the UDI is not available. Part of the screw remained in the patient¿s bone; device not considered explanted. Captured under linked complaint com-(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for locking screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient was implanted with one (1) 2.7 mm/3.5 mm variable angle locking compression plate (lcp) olecranon plate, one (1) unknown 3.5 mm locking screw, one (1) unknown 3.5 mm cortical screw and four (4) unknown 2.7 mm locking screws as treatment for a right olecranon fracture. On an unknown date post-operatively, the patient decided he wanted his hardware removed due to being uncomfortable. No allegations were reported against the hardware. It is unknown if there were any contributing factors that lead up to the adverse event. The patient underwent revision surgery on (B)(6) 2017 for hardware removal. This report addresses postoperative issue of patient being uncomfortable. The intraoperative issues of difficulty in removing four (4) 2.7 mm unknown locking screws during the hardware removal surgery has been reported under linked complaint com-(B)(4). This report is for four (1) unknown 2.7 mm locking screws this is report 4 of 4 for complaint com-(B)(4).